Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that vessel perforation occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed, 4.0 x 38mm, eccentric, de novo target lesion was located in the non-tortuous and severely calcified left main and left circumflex (lcx) arteries. After rotablation was performed, pre-dilatation was performed with a 3.5 x 20mm non-bsc balloon catheter resulting to 70% residual stenosis. A 4.00 x 38 synergy¿ drug-eluting stent was then implanted in the lcx and was post-dilated. Subsequently, a second guide wire was advanced to the left anterior descending artery (lad) and kissing balloon technique was performed in both lad and lcx. However, a perforation was noted in the lcx. Percutaneous transluminal coronary angioplasty (ptca) balloon catheters were then inflated in the perforated vessel until the perforation sealed of. Echocardiogram was performed to view the pericardium and the procedure was completed. No further patient complications were reported and the patient's status was stable.